Event description:
It is reported that in 1997 pt underwent right total knee revision. Post-operatively, pt experienced difficulties with pain and an arthroscopic procedure was performed, which confirmed that the tibial articulating surface needed to be revised. In 2001 the tibial articulating surface was revised.